Event description:
Caller reported a malfunction on the pump, identified with malfunction code 11. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.